Event description:
The customer tested blood glucose ad received results of 317, 552, & 586mg/dl. The customer went to the hospital based on the result received. At the hospital the customer was tested and the result was 129mg/dl. No treatment was given. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.